Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in good condition. Visual and functional testing was performed. Customer's problem was duplicated. The root cause was the defective flex circuit sensor latch-lock. As a result, this was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a faulty lock sensor. There was no patient involvement, and no patient harm reported.